Event description:
It was reported when installing the m1 upgrade kit, the tech noticed a fissure on the side tube support. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Slide tube support.